Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (40 mg/dl) since the previous day. The customer consumed food to address bg level. A recommendation was made for the customer to consult with their healthcare provider regarding bg levels.